Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (two attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 132, 139 and 134 mg/dl. Customer only does his blood once a day as a fasting switched to a new vial of strips today and is getting high blood readings. The customer's expected fasting blood glucose test result range is 80 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test results of 132 mg/dl using the meter. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is 05/06/2019. The meter memory was reviewed for previous test result history: (B)(6).